Event description:
It was reported that the iab was inserted and in use for two days without any problems. The pt was then transferred to another hosp for cardiac surgery. Blood was then noted entering the helium tubing. The iab was removed and replaced without any complications.